Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed es-dsclientoltp database error. A technical support specialist uninstalled hotfix 4355 updates for sql browser kb5033688 and sql server 2019 kb5033688 to resolve the issue. The system was functional as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error because of the station database is in recovery pending state. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device has unexpected database error due to an unapproved knowledge base was installed on the station. A technical support specialist uninstalled kb5033688 and rebooted the station to resolve this issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error because of the station database is in recovery pending state. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.